Manufacturer narrative:
Pump was received with broken off end cap and minor scratched display window.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the outer side of the shockproof strip on the pump was broken. The product was returned for analysis.